Manufacturer narrative:
E1. Initial reporter address 1: (B)(6).

Event description:
It was reported that stent fracture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 38 x 2.75 promus premier select drug-eluting stent was advanced but failed to cross the lesion. During the procedure, a small strut from the distal segment of the stent broke, but the stent did not break into pieces. The procedure was completed with a different device. No patient complications were reported, and the patient status was stable post-procedure.

Event description:
It was reported that stent fracture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 38 x 2.75 promus premier select drug-eluting stent was advanced but failed to cross the lesion. During the procedure, a small strut from the distal segment of the stent broke, but the stent did not break into pieces. The procedure was completed with a different device. No patient complications were reported, and the patient status was stable post-procedure. It was further reported that resistance was felt before the deployment of the stent. In addition, pre-dilation was performed with a 2.5 mm x 15 mm balloon catheter, and no pressure was applied to the delivery system.

Manufacturer narrative:
B5. Describe event or problem updated e1. Initial reporter address 1: (B)(6).